Manufacturer narrative:
Visual examination of the returned device revealed the distal tip was stripped. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. The root cause for the x25 tightener becoming stripped cannot be positively determined. However, the observed damage is localized to the distal tip of the tightener drive feature suggesting that a possible root cause may likely be that the tightener was attributed to unanticipated torsional forces during tightening, resulting in tip becoming stripped. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: (B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The reported products shown below were used for a surgery for lcs (lumber spiral canal stenosis) performed on (B)(6) 2017. Product name: x25 final tightener, item no: 2797-12-600, lot no: gm4291603. Product name: torque wrench, item no: 2770-40-510, lot no: bv676125. The following event occurred during the surgery: the surgeon applied torque with the above product, however, it did not work properly. The surgeon tightened hard, then the tip part of the x25 final tightener got stripped. The surgery was successfully completed by using another driver (unknown item/lot numbers) manually. There was no adverse consequence to the patient.